Event description:
It was reported that during the implant procedure, after the atrial lead placement, the stylet was withdrawn from the lead and it was immediately evident that some strain and force was transferred down the length of the lead. The p waves decreased so it was decided to reposition the lead. Shortly after repositioning the patient¿s blood pressure dropped. An echocardiogram was ordered and revealed a pericardial effusion, potentially due to the implant and manipulation of the lead. The physician performed a pericardiocentesis and the fluid around the heart was removed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).